Event description:
Per the clinic, the patient experienced poor device performance since activation. The device was found to have a tip fold over, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021, and the patient was re-implanted with another cochlear device during the same surgery.